Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra lead insulation damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.